Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a procedure performed in 2009. According to the complainant, while removing the forceps, after retrieving the biopsy specimen, the needle bent and scratched the working channel of the scope. The procedure was completed with the same radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.